Event description:
It was reported that the device was in use for infusion of remodulin. The reporter stated the device leaked during infusion. No adverse effects to patient reported.

Manufacturer narrative:
One cadd extension set samples were returned for analysis. Visual inspection was performed at 12" under normal lighting and no discrepancies were found during the visual inspection. The sample was connected to an adapter and it was tested using a syringe with water in order to see if detect any leak. During the test, the liquid did not pass through the filter. No leaks were found during the test. Review of the manufacturing process revealed that all procedures are being carried appropriate. A review of the assembly process revealed that the operator applied an excessive amount of solvent in the bonding between the tube and filter and was not detected during the visual inspection.